Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgical technician reported another surgery technician has developed a rash in the area where the cuff of the gown touches. Additional info was received from the surgical technician reporting the surgical technician has had this problem for a month or two and that she is the only one that is experiencing this issue. The technician still has the bumps that it feels like she is putting on fiberglass when she puts on the surgical gowns. The technician applies a hydrocortisone cream after showering and taking allergy pills for now and has not seen an allergist. The technician is reported to presently be using benadryl daily.